Event description:
It was reported that the insulin pump had a power off alarm. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and battery warming up as a result of a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Further testing was not performed due to the blank display.